Manufacturer narrative:
H3: analysis found that the device had failed stim board. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h3: analysis could not verify the reported fault. The device had no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, two patient interfaces displayed the following error when connected to the console via wired connection: "emg monitoring is disabled. Patient interface fault detected. Attempting to resolve. If problem persists, contact technical support." Several usb-c cables were used to try to establish connection with both pi's. When a third pi was connected, issue resolved. There was no patient present in this event.